Manufacturer narrative:
The display was blank due to a faulty liquid crystal display driver.

Event description:
It was reported that despite battery changes the insulin pump did not work at all. Nothing further was reported.